Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units EKG green input cord isn't slaving.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the maquet trained biomed at this facility cancelled the service request, and that was completed in-house by the customer's service rep. It was also stated that the in-house biomed cleared the unit. No other information was provided regarding the repair. H3 other text : device not available for evaluation.

Event description:
N/a